Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The previous supplemental (MFR report number 2955842-2025-44328) had the incorrect due date of us reportability aware date of 10/14/2025 and due date of 11/13/2025. The correct us reportability aware date is 11/13/2025 and due date is 12/13/2025.

Manufacturer narrative:
The reload involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted wedge to completion lobectomy surgical procedure, the sureform 30 gray reload bent and broke off. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no instrument collision during the procedure. The issue occurred while the reload was being installed. There was no fragment fall into the patient and no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 30 gray reload was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reload was found to have a fractured tail section, with the broken fragment measuring approximately 2.66 mm × 7.71 mm. While the broken tail piece was returned, the associated switch was not. Additional findings: the switch, which measures approximately 1.25 mm × 2.70 mm, was missing from the fractured tail section and was not returned with the reload. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the broken tail and detached fragments is attributed to user-related factors, resulting in damage during use.

Event description:
Refer to h11 for follow-up information.